Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Glenospheres would not properly thread into delta xtend metaglene.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint were returned for analysis. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Based on the information received and the investigation performed, the root cause of the incident could not be determined with certainty. The incident could have occurred during use, from an assembly not in the axis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.